Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced two infusion site infection event on (B)(6) 2026. The infusion site was in the stomach. Patient faced bruising and lump at the infuion site which became infected which is oozing and red.the patient went to the hospital and got hospitalized.the duration of hospitalization was for three days and got treated with antibiotic cream and intravenous antibiotics. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2.